Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the external pulse generator's lower display was distorted. The generator was returned for service. No patient complications have been reported as a result of this event.

Event description:
It was reported that the external pulse generator's lower display was distorted. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment of a distorted display, the device failed incoming vxi testing (1027e) due to the liquid crystal display being out of specification (missing pixels) as well as incoming vxi test 1029a. This failure was rerun ten times and it did pass. Analysis also found the upper case and keyboard were scratched, the lower case and ring cover were broken, the side bails and side bail covers were missing and the serial number label was torn. It was being returned to the customer unrepaired due to its age.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.